Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it is taking too long to charge the implantable neurostimulator (ins) and poor coupling as of (B)(6) 2016. It was stated that they cannot seem to get the ins to charge more than 75% nor can they get more than four coupling boxes. Sometimes they get six boxes shaded and after a minute or so it goes down to four boxes, and then two boxes, and then begins beeping because the antenna has lost contact with the ins. All the patient was doing at that time was breathing. The patient has tried repositioning the antenna to help with coupling and has contacted their healthcare provider (hcp). Troubleshooting was attempted with the patient getting six boxes, then going down to 4 soon after. The use of adhesive discs was recommended to the patient and some were provided to them to assist with the coupling issues. The patient's ins was just turned on, on (B)(6) 2016. There were no patient symptoms alleged. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight provided.

Event description:
Follow up information received from the patient reported that the circumstances leading to the poor communication, ins not charging past 75%, and taking too long to charge was them not holding or placing the charger in the proper place. The patient found the right place to put the recharger and used sticky pads to hold the device, resolving the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.